Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: the device was returned and investigated. The reported leak was confirmed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no lot specific quality issue. All available information was investigated, and the reported leak appears to be due to the observed tear in silicone valve. A definitive cause for the tear in the silicone valve could not be determined. There is no indication of a product quality issue with respect to manufacturing, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the steerable guide catheter (sgc) air leak. It was reported that during preparation of the steerable guide catheter (sgc), air was noted in the hemostasis valve. The sgc stopcock was replaced; however, air was seen in the hemostasis valve again. The device was not used and was replaced. There was no clinically significant delay during the procedure. No additional information was provided.